Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the left ventricular assist devices (lvads) and the reported deaths could not be conclusively determined through this evaluation. The purpose of this research article, ¿acute right ventricular (rv) geometric change predicts outcomes in heartmate 3 (hm3) patients,¿ was to investigate rv geometric and functional changes after lvad insertion and their effects on clinical outcomes due to the physiological response being difficult to predict. A retrospective study was conducted of (B)(4) patients who underwent hm (B)(4) implantation between (B)(6) 2014 and (B)(6) 2021. The composite outcome was defined as death or readmission due to worsening right heart failure. The serial numbers or other identifying information of the products were not reported and were not able to be determined during the investigation. The hm3 lvas instructions for use lists potential adverse events, including death, that may be associated with the use of the hm 3 lvas. The serial numbers or other identifying information of the products were not reported and were not able to be determined during the investigation. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this IFU lists potential adverse events, including death, that may be associated with the use of the hm 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported in the cohort study ¿acute right ventricular geometric change predicts outcomes in heartmate 3 (hm3) patients¿ that there was a physiological response of the right ventricle (rv) following left ventricular assist device (lvad) implantation that may lead to increased rv end-diastolic diameter (rvedd) and rv end-diastolic area (rveda). Such physiological and geometric changes could potentially exacerbate right heart failure (rhf) after lvad implantation. Additionally, both acute dimensional changes post lvad implant could lead to death in patients whose rv does not adapt after lvad implant. 188 patients who underwent hm3 implantation between (B)(6) 2014 and (B)(6) 2021 pre and post lvad implant were reviewed. Thirteen patients who died in the hospital and 3 who underwent heart transplantation within 1 month of lvad implantation were excluded from the study. Of the 188 patients, 82 patients (44%) had a non-adapted rv (narv) and 106 (56%) had an adapted rv (arv), resulting in the non-adapted group demonstrating a worse 3-year survival rate. These acute changes may be a useful prognostic marker and an indicator of intrinsic rv function. There were no significant differences in postoperative parameters between the two groups before hospital discharge including vasoactive-inotropic score, transfusion requirements, sepsis, and stroke rates. It was also noted that significant tricuspid valve regurgitation (tr) was noted more frequently in 1-year follow-up transesophageal echocardiogram (tte) in patients with a narv. 44 patients with narv experienced atrial fibrillation versus 43 patients with arv. Postoperative data by hospital discharge noted in the study included rates of sepsis, stroke, takeback for bleeding, hemodialysis initiated, tracheostomy, and blood transfusion.

Manufacturer narrative:
A1-a6: patient information not provided. B3: the event date has been estimated and entered as (B)(6) 2014. B5: hayashi, hideyuki; kirschner, michael; vinogradsky, alice; ning, yuming; kurlansky, paul; yuzefpolskaya, melana; colombo, paolo c; sayer, gabriel t; uriel, nir; naka, yoshifumi; takeda, koji (2024). Acute right ventricular geometric change predicts outcomes in heartmate 3 patients, 43 (4); 642-651. Http://dx.doi.org/10.1016/j.healun.2023.11.020. Department of surgery, division of cardiothoracic surgery, columbia university medical center, new york, new york, new york hideyukidaa@yahoo.co.jp; department of surgery, center for innovation and outcomes research, columbia university medical center, new york, new york, new york; department of medicine, division of cardiology, columbia university medical center, new york, new york, new york; department of surgery, division of cardiothoracic surgery, columbia university medical center, new york, new york; department of surgery, division of cardiothoracic surgery, weill cornell medical center, new york, new york, new york. The reportable aware date is the date the sjm notifier completed reading the article and entered in the complaint database (per section 6.3.4 of 90979616). D4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.